Event description:
The customer reported that during power-up of the unit prior to use on a pt, the unit displayed "electrical test fail code #52" and the unit failed to pump. Therapy was not initiated. No pt injury was reported.